Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. Immediately upon implant, impella aortic waveform noted to be 20-30 pts lower than the a-line. Of note, the impella tray became contaminated when the circulator was handing off the pump to the scrub. For this reason, the scrub had to manually remove the impella from the tray to maintain sterility. The impella was primed, but not while laying flat in the tray. Upon implant, the impella flows were appropriate for the p-level. No abnormal or inappropriate alarms noted. Additionally significant oozing and drain output from incision was noted. Stat echo showed impella measuring 3.3 cm and left ventricle (lv ) thrombus in apex. Noted not seen prior to impella implant. Hemodynamic instability and amount of drain output determined need to return to operation room (or) . Patient taken back to or with on-site support provided. Bleeding controlled at this time. Also there was suction issue. The pump remained on til pump explanted for left ventricular assist device ( lvad) placement on day 5. Patient successfully bridged to the lvad and is stable.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Asae: there was significant oozing from an incision and drain output. It was unknown how the bleeding became controlled. The cause of the injury was not determined due to insufficient clinical details. Optical sensor issue: only real time (rt) logs were returned. Due to a lack of product returned and insufficient clinical information, the root cause cannot be determined. Pump suction: based on the logs and the clinical information, the root cause is due to the patients condition as they were given boluses and epi to increase volume and contractility which seemed to improve suction. Device history review: the device passed all post sterile inspection checks.